Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("devices were incorrectly placed.") And pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("irregular and heavy menstrual periods"), menstruation irregular ("irregular and heavy menstrual period"), abdominal pain ("abdominal pain,"), back pain ("lower back pain,"), pelvic pain ("pelvic pain,"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), abnormal weight gain ("excessive weight gain,"), alopecia ("excessive hair loss"), migraine ("frequent migraines,"), arthralgia ("joint pain"), tooth disorder ("dental issues"), urinary tract infection ("frequent urinary tract infections"), fatigue ("chronic fatigue,"), memory impairment ("memory issues,") and dizziness ("dizziness."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, menorrhagia, menstruation irregular, abdominal pain, back pain, pelvic pain, dyspareunia, abdominal distension, abnormal weight gain, alopecia, migraine, arthralgia, tooth disorder, urinary tract infection, fatigue, memory impairment and dizziness outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, device dislocation, dizziness, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder and urinary tract infection to be related to essure. The reporter commented: patient was (B)(6) at the time of reporting. Since undergoing the essure procedure, she repeatedly sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: indicated that essure were incorrectly placed. Most recent follow-up information incorporated above includes: on 19-oct-2018: summons received, patient demographic information, event irregular and heavy menstrual periods, abdominal pain, lower back pain, pelvic pain, pain during intercourse, excessive bloating, excessive weight gain, excessive hair loss, frequent migraines, joint pain, dental issues, frequent urinary tract infections, chronic fatigue, memory issues, devices were incorrectly placed. And dizziness were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("devices were incorrectly placed.") And pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), the first episode of menometrorrhagia ("irregular and heavy menstrual periods"), the second episode of menometrorrhagia ("irregular and heavy menstrual period"), abdominal pain ("abdominal pain,"), back pain ("lower back pain,"), pelvic pain ("pelvic pain,"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), abnormal weight gain ("excessive weight gain,"), alopecia ("excessive hair loss"), migraine ("frequent migraines,"), arthralgia ("joint pain"), tooth disorder ("dental issues"), urinary tract infection ("frequent urinary tract infections"), fatigue ("chronic fatigue,"), memory impairment ("memory issues,") and dizziness ("dizziness."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, the last episode of menometrorrhagia, abdominal pain, back pain, pelvic pain, dyspareunia, abdominal distension, abnormal weight gain, alopecia, migraine, arthralgia, tooth disorder, urinary tract infection, fatigue, memory impairment and dizziness outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, device dislocation, dizziness, dyspareunia, fatigue, memory impairment, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure. The reporter commented: patient was 33 years old at the time of reporting. Since undergoing the essure procedure, she repeatedly sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: indicated that essure were incorrectly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality-safety evaluation of ptc. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.